Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, and a broken reservoir tube lip. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. The pump gave a motor error alarm during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, or no delivery tests due to the prime anomaly. The motor passed the motor test.